Event description:
It was reported that while docking the diamond stylet in s1, the anesthesia provider had a difficult time maintaining the patients airway. The patient's airway became obstructed and the patient had a hard time maintaining an oxygen saturation of over eighty percent. The physician chose to abort the procedure and no levels were treated. Additional information was received that the patient was sedated for the procedure and the patient was placed in a supine position to treat the patients oxygen saturation issues.

Event description:
It was reported that while docking the diamond stylet in s1, the anesthesia provider had a difficult time maintaining the patient's airway. The patient's airway became obstructed and the patient had a hard time maintaining an oxygen saturation of over eighty percent. The physician chose to abort the procedure and no levels were treated.

Manufacturer narrative:
Correction to initial emdr in block d4.

Event description:
It was reported that while docking the diamond stylet in s1, the anesthesia provider had a difficult time maintaining the patient's airway. The patient's airway became obstructed and the patient had a hard time maintaining an oxygen saturation of over eighty percent. The physician chose to abort the procedure and no levels were treated. Additional information was received that the patient was sedated for the procedure and the patient was placed in a supine position to treat the patient's oxygen saturation issues.

Event description:
It was reported that while docking the diamond stylet in s1, the anesthesia provider had a difficult time maintaining the patient's airway. The patient's airway became obstructed and the patient had a hard time maintaining an oxygen saturation of over eighty percent. The physician chose to abort the procedure and no levels were treated. Additional information was received that the patient was sedated for the procedure and the patient was placed in a supine position to treat the patient's oxygen saturation issues.